Event description:
It was reported that the patient complained of stiffness and pain of the right knee. The surgeon noted pitting, scratching and yellowing of the poly.

Manufacturer narrative:
An event regarding decreased range of motion involving a triathlon insert component was reported. The event was not confirmed. Device evaluation not be performed as no items associated with the event were returned. A review of the device history records was satisfactory. There have been no other events for this lot. The reported event was not confirmed further information is required to determine the root cause. No further investigation is required at this time.

Event description:
It was reported that the patient complained of stiffness and pain of the right knee. The surgeon noted pitting, scratching and yellowing of the poly.

Manufacturer narrative:
A supplemental report will be submitted upon completion of the investigation.